Manufacturer narrative:
Final analysis found the pulse generator to be in back-up vvi mode due to a single flipped bit. The device was at normal battery depletion. After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced.